Event description:
It was reported that the device was used during a open colectomy. The devices were being used on the colon, it was laid on the field and was up against the nurse's surgical gowns, it burned a hole through two different nurse's gown. The tip seems to be hotter than usual. The cord was tested with the biomed and everything was fine with the handpiece being used. Another device different product code was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/05/2008. Information anticipated, but unavailable at this time.